Event description:
The 11 guage by 4 inch bone-marrow biopsy needle in kit is not working properly. The specimen is getting trapped in the distal tip of the needle causing speciman to be compromised. Unable to remove speciman from needle. Pt required second bone marrow biopsy.

Manufacturer narrative:
Our vendor reviewed the device history records and raw material history files for this lot, there were no issues identified during the MFR or subsequent quality inspections to account for this defect. Inspection of the specimen sample identified a small layer of bone in the sample. The investigation determined the most probable cause for the inclusion of the identified bone layer in the specimen sample was the premature removal of the stylet prior to completing the puncture of the bone marrow cavity.